Event description:
An analysis was performed on the returned tablet and it found no anomalies associated with the tablet performance when using a known good ac adapter or the main battery with a full charge for testing. The tablet performed according to functional specifications.

Manufacturer narrative:
.

Event description:
It was reported that the programming tablet was not charging properly. It was reported that the red battery light is flashing and the green charging light was illuminated. The nurse let the battery deplete and then was able to get the tablet to charge to 13%. It was believed that the charging receptacle is intermittent. Troubleshooting was performed which identified that the tablet would not charge with the charging cable. A different charging cable was used which would charge the tablet at first attempt; however, when the cable was removed and reinserted the tablet would not charge. The nurse was provided a new programming tablet. The non-functional tablet is expected to be returned for analysis, but has not been received to date.

Event description:
The suspect tablet was received by the manufacturer. Analysis of the device is underway but it has not been completed to date.